Manufacturer narrative:
The reagent lot number is 845936. The expiration date was requested but not provided. The investigation included a review of the calibration and qc data: the calibration results were within the specified ranges. The qc results were within the specified ranges. The field service engineer (fse) inspected the analyzer and replaced the solenoid valve. He also adjusted and verified the cell rinse. A general reagent problem was ruled out based on the provided data, because the qc before the event was within the specified ranges. The investigation determined the event was consistent with an instrument-related issue. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine jaffe gen.2 result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 5.0 mg/dl. The repeat result was 1.42 mg/dl. The initial result was deemed abnormal.